Event description:
It was reported the patient experienced a shocking or jolting sensation when a friend came up and touched him. Patient felt the shocking sensation in his tibia and he felt tightness in his foot. Patient was able to increase stimulation, feel it, and then decrease stimulation. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).